Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported needle to cuff miss and difficulty removing the closure device could not be determined. The treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcified right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 5fr. Reportedly, a cuff miss occurred and the footplate grabbed calcium on removal of the device. The sheath was upsized to 18fr sheath. A cut-down was completed for access and vascular repair of the dissection and the femoral artery. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and being established in the preclose technique. No additional information was provided.